Manufacturer narrative:
E1: facility address shortened from "(B)(6)" due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image on the monitor when connected to the system and a suspected disconnection of the cord. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the cable, water invasion in the imaging, cable boot is damaged (peeled adhesive), cracks on the connector. Based on the results of the investigation, it is likely the following led to the malfunction: we could not identify the cause of the phenomenon from the information became available in the investigation results and this complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.